Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from japan alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for influenza b (negative for sars-cov-2 and influenza a) when tested on cobas liat. The same sample was retested on a separate cobas liat which yielded a negative result for all targets. Results were reported as positive. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
Throughout the data analysis, a systematic issue was not observed and a product problem was not found. The most likely cause for the discrepant results may be due to a low titer sample at lod, sample handling issue, or cross-contamination. A systematic issue is not suspected. (B)(4).